Event description:
Device issue: balloon rupture. Time of device issue: during procedure. Adverse effect: none. It was reported that during the procedure, in the heavily calcified mid-proximal left anterior descending artery, the xience v stent was deployed. Balloon rupture occurred at unspecified atmospheres. A second planned xience v stent was deployed and the same occurred. Both stents were implanted successfully in the intended location with no adverse patient effect. Though requested, add'l info was not provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. The other xience v stent is being reported under a separate medwatch report number.